Event description:
A healthcare facility in france reported that a iw934 cosycot infant warmer had a damaged base which occurred while moving the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw934 baby control cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photographs provided by the hospital and our knowledge of the product. Results: visual inspection of the photographs revealed that one ball joint at the base of the iw934 was damaged. Conclusion: one ball joint was damaged while moving the iw934; however, we are unable to determine the cause of the failure mode in this instance. It should be noted that the device is over thirteen years old. A safety mechanism is incorporated at the base of the iw934, preventing the base from dropping below the lowest elevator position, in the event of any failure. The maximum weight limit is specified in the operating manual and in the product technical manual of the cosycot infant warmer. To increase awareness, f&p states that the maximum weight on the infant warmer inclusive of all accessories and the patient should not exceed 115kg. This warning is provided in the form of labels on the column of the infant warmer. In addition, a checklist of common fisher & paykel healthcare accessories and their respective weights is provided to the user.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a iw934 cosycot infant warmer had a damaged base. There was no patient involvement.